Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment/slda. The recurrent mitral regurgitation (mr) was due to the procedural condition of the slda. The patient effect of mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2020, the patient underwent a second mitraclip procedure to treat increased mitral regurgitation (mr) of grade 4+ and the slda. It was noted visualization was poor due to anatomical challenges. The cds (00806u147) was advanced to the mitral valve, but there was no grasping attempts due to poor visualization. Therefore, the cds was removed with the clip attached and the procedure was aborted. No additional treatment was performed and mr is 4+. The patient will decide if another procedure will be performed. The patient is stable. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr. However, on the same day the follow up transthoracic echocardiogram (tte) showed the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). Additional treatment was not performed. The patient will remain hospitalized due to the physician will perform a second procedure on (B)(6) 2020. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.